Event description:
Device 1 of 2. Ref MFR report # 1627487-2011-06326. The pt's (B)(6) scs system included two surgical leads from the same lot and two extensions. It was reported the pt's leads exhibited invalid impedance measurements. Surgical intervention was undertaken to replace the pt's leads. The extensions were also explanted. Effective therapy was recaptured for the pt following the procedure.

Manufacturer narrative:
Eval, results: two complete leads were returned for analysis. When tested, the leads showed invalid impedance on three channels collectively two of which measured open. (B)(4) has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.